Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2008; dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) due to high rate non-sustained episodes and impedance variation. It was noted the impedance had spiked and there was noise on the episodes. The physician suspected a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Data correction. If information is provided in the future, a supplemental report will be issued.